Event description:
The end user states that the device will not completely fill any tanks. The end user states that after 1.5 hours it is only filling the tanks half way. The end user states that the homefill is not alarming.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.